Event description:
It was reported from (B)(6) that before surgery, it was observed that the universal battery charger device was only partially loading the battery devices. It was further reported that the display of the device kept showing failure messages. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the battery device were partly loading was confirmed. An assessment was performed and it was found that the control unit had electrical fault (mainboard). The assignable root cause was determined to be due to strain and wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.